Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range pacing impedance of less than 200 ohms. Additionally, there was noise and oversensing on the rv lead that resulted in inappropriate anti-tachycardia pacing (atp) therapy being delivered. Low amplitude was also noted. Boston scientific technical services (ts) recommended taking further action to address the issue and to prevent the patient from receiving an inappropriate shock in the future. The local area field representative was contacted for additional information; however, at this time, no further information is available. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the rv lead also exhibited loss of capture (loc). The lead was viewed under fluoroscopy and a lead fracture due to subclavian crush was identified. Thus the evidence suggest a lead issue rather than a device issue. The rv lead was explanted and replaced. The crt-d remains in service. No additional adverse patient effects were reported.